Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulator did not work and had not worked in 4 years. It was noted the patient was going into a procedure and the hcp needed assistance turning the patient¿s ins off. No patient symptoms were reported. No further complications were reported/anticipated.